Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported the device shut down while in use. There was no patient injury reported.

Manufacturer narrative:
For investigation the log file was analyzed. Based on the entries a battery failure could not be comprehended. The fabius only logs switch ons but do not log switch offs. Therefore a detailed reconstruction of the reported event cannot be revealed. Nevertheless, based on the available information a shut down was likely. Since the replaced parts were not available for investigation no root cause for the reported event could be determined. The fabius evaluates the charge state of the batteries based on the battery voltage. In case of high resistance due to an internal failure or at the wiring it is possible that the batteries do not deliver enough energy/current to keep the device running despite sufficient battery voltage. The battery and aux. O2-flowmeter was replaced by the service technician and the device was tested and operating according to manufacturers specification.

Event description:
It was reported the device shut down while in use. There was no patient injury reported.